Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The lead's damage was induced as the lead's terminal was cut off to enable extraction with laser. Furthermore, the insulation was damaged as well. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
The lead will not be returned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.